Event description:
The complainant alleged that during routine testing by biomed the device displayed a defibrillation "error 78" message. The complainant indicated there was no pt involvement with this reported malfunction.